Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during alarm condition while on the low volume setting. The pump was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.